Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that vessel dissection has not occurred.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. Same case as MDR ID# 2134265-2013-03936. It was reported that subsequent to a coronary stenting treatment procedure, stent thrombosis, myocardial infarction and vessel dissection occurred. The patient presented on (B)(6) 2012 due to unstable angina and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the first obtuse marginal artery with 100% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 mm x 28 mm promus element plus stent. Following post-dilation, residual stenosis was 0%. Seven days post procedure, the patient presented due to chest pain and was hospitalized on the same day. Cardiac catheterization was recommended. Elevated troponin I values were observed and an event of myocardial infarction was reported. The in-stent thrombosis of the previously implanted stent was treated with manual thrombectomy and balloon angioplasty. Upon post predilatation using 2.5mm x 12 mm apex balloon catheter, dissection was noted at the distal stent edge which was treated with 2.5mm x 8 mm nc quantum apex balloon with good angiographic results. One day post procedure, the events were considered as resolved. The patient was discharged on aspirin and clopidogrel four days post procedure.